Manufacturer narrative:
Additional information: product analysis: visually confirmed the set screw is fractured approximately 1 thread up from the distal tip of the set screw. The broken off portion of the set screw was not returned for analysis. Microscopic examination of the fracture surface appears to emanate from the root of the thread, following the thread helix, with downward deformation of the sheared portion of the thread. Functional evaluation of the threaded portion of the set screw above the fracture appears to be undamaged and able to engage into the crosslink body without issue. The above observations are consistent with torsional shearing of the thread during tightening. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. Image review: submitted image appears to display set screw broken off at the root of the thread.

Event description:
It was reported that the patient underwent lumbar surgery in which surgeon had to drill out failed device with metal cutting burr and replace with a new device. Set screw broke in the wrong location causing the device to be stuck on the rod without being able to tighten. All fragments were removed. Complications involved explanting the broken device utilizing a metal cutting burr. Patient issue was resolved. Different crosslink was used in place of broken device. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.